Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 4 years since the subject device was manufactured. Based on the results of the investigation, it is likely that the defect of the image sensor unit, failure of the internal circuit board of the video connector, or the system caused the event. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to an olympus service center for evaluation and the reported issue was confirmed. The bending angle was insufficient due to the elongation of the angle wire. The bending section cover adhesive was missing and the bending section cover had scratches. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation. A supplemental report will be submitted upon completion of the investigation.

Event description:
The olympus representative reported the bending section on the endoeye flex deflectable videoscope was abnormal. No patient harm reported. During the evaluation of the device, it was noted image noise occurred due to a defective circuit or shielding and the image did not appear temporarily. This report is to capture the reportable malfunction of image noise due to a defective circuit or shielding and the image did not appear temporarily noted at estimation.